Manufacturer narrative:
The manufacturer received information, that patient confirmed there was no visualization of particles related to a CPAP device. The device was returned to a third-party service center for investigation. The technician confirmed no particles in the air path during the device evaluation. There have some technical findings debris on lcd screen. There were some secondary findings. No other contamination was observed in the device. Upgraded software/ cleared error log, and unit passed final testing. This report is being submitted for the corrosion found during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. There was no information about product returned date and time. The manufacturer is submitting a non-reportable report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. This MDR file 2518422-2024-01113 was not reportable as the basis of information. In box b, box g and box h sections was updated/corrected.

Manufacturer narrative:
H3 other text : device evaluated by third party service center

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to a third-party service center for investigation. The technician confirmed no particles in the air path during the device evaluation. There have some technical findings debris on lcd screen. There were some secondary findings. No other contamination was observed in the device. Upgraded software/ cleared error log, and unit passed final testing. This report is being submitted for the corrosion found during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. There was no information about product returned date and time. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.